Event description:
A reporter called to report about the defective ultraviolet disinfection lamp she bought last year. Reporter bought an ultraviolet disinfection lamp and started using it, and she noticed a whitish powder at the bottom of light bulbs. She threw away that and bought another one. She was having the same problem and more. This one has the whitish powder, and the switches and remote control did not work properly. She said it forced you to look more at the uvc light, which you are not supposed to do since they are harmful for your eyes. She went on saying that the batteries do not have an expiration date. Light bulbs wabble at the top where the lamp is. She said by the time she contacted the vendor, the 30-day warranty had already been expired. She said they only gave her $(B)(6) for the defective device. She said that she was told it works through the walls. However, it does not work through the walls or doors. She said the manufacturer could be medic therapeutics but she is not sure.